Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01109, -01110.

Event description:
Allegedly patient was revised due to mom complications: pain; mobility issues; no ingrowth; loose screws; bone/loose erosion:-left.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.